Event description:
It was reported that during a laparoscopic splenectomy procedure, as the instrument was closed and fired, the release handle failed to disengage. The jaws would not open. The surgeon had to use her hand to open the device. The case was delayed about 15 minutes. There was no pt consequence.